Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels because he stated that he trusted the meter. The blood glucose reading was 20 mg/dl. The customer stated that the insulin pump had a blood glucose reading of 110 mg/dl. He declined troubleshooting for the low blood glucose levels. The most recent blood glucose reading was 240 mg/dl, compared with the sensor glucose reading of 70 mg/dl. He stated that his brain was not functioning correctly. No hospitalization was reported. Advised the customer of proper sensor use protocol and advised the customer that the sensor would be replaced. Nothing further reported.